Event description:
Same case as MFR ID # 2134265-2013-09163. It was reported that during a percutaneous coronary intervention, device entrapment and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery and first diagonal (d1) bifurcation. The 3.0x24mm promus element plus stent was deployed in the lad lesion. The opticross imaging catheter was advanced to the d1. When withdrawing the opticross catheter the guide wire exit port got stuck in the deployed stent. The physician was unable to pull the device out of the stent. The catheter was cut and a guide catheter was advanced over the imaging catheter and the device was removed. As the catheter was advanced over the device through the implanted stent in lad the proximal part of the stent got deformed. A 3.5x24mm promus element plus stent was also deployed. St was elevated slightly due to the event in 1st diagonal. No additional patient complications were reported and the patient status is stable

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).